Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4). Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no.: unknown batch no.: unknown it was reported the donor had a reaction post venapuncture involving chloraprep with raised skin. Per email: we have received a adverse incident report concerning the above. We have opened file number MDR (B)(4), please quote this reference in any future correspondence. The reporter informed us as follows: "choraprep is used to clean the arm of donors prior to blood collection. The donor had a reaction post venapuncture 2 minutes into donation; raised skin just in vp area noted. No reports of pain or discomfort. Skin reaction clearly seen. Donation stopped. Action taken". Please would you investigate the report and provide dmrc with a copy of the customer response and your investigation report.